Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was likely due to the deviation of the reprocessing steps from the instructions for use. The legal manufacture reviewed the customer provided the cleaning, disinfection, and sterilization (cds) processes where the customer did not wipe or brush the air or water nozzle with clean, lint-free cloths, brushes, or sponges, resulting in a deviation from the instructions for use (IFU). The instruction manual states the detection method associated with the event in " gif-1200n operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.